Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative and a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging more frequently. The representative met up with the patient and were unable to communicate with their tablet as well as the patient controller. The representative was advised to attempt a passive recharge. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. When asked if the cause of the charging issues was determined the patient reported that "when I went to bed the battery discharged through my right leg". The patient noted that someone worked for 3 and a half hours to fix the issue and they did note that the issue was resolved. No further complications reported.